Manufacturer narrative:
The technician replaced the side rail end tube and ratchet rivets to resolve the issue.

Event description:
Technician alleged that the side rail was not locking in the up position. No pt impact.